Manufacturer narrative:
The reported event of could not untighten the ventricular setscrew to remove the lead was confirmed. Analysis revealed that off-center wrench insertions were being made through the septum causing punch-outs in the septum. The punch-outs landed inside of the setscrew inset. The excessive punch-outs along with the incorrect wrench insertions resulted in the physician stripping the setscrew inset such that the setscrew could not be untightened. For lab testing, the septum punch-outs were removed from the inset and correct full wrench insertion was made into the setscrew inset. The setscrew could then be untightened normally, and the stuck lead removed. The problem in the field was caused by the user's incorrect use of the torque wrench. No device anomalies were found.

Event description:
Related manufacturer report number: 2017865-2023-51484. During a routine device exchange procedure, the set screws could not be loosened in order to remove the right ventricular (rv) lead from the header of the device. In addition, insulation damage was noted on rv lead. The rv lead was capped, and a replacement device and rv lead were implanted. The patient was in stable condition.